Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Uncomfortable- vagina [vulvovaginal discomfort] unravelling and falling apart- tampon [device breakage] feel uncomfortable...try to remove it, they unravel [complication of device removal] case narrative: consumer reported via social media that tampons are breaking during removal. No serious injury reported.